Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. The reporter advised ventec that there were no further details about the patient or the event available.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device unexpectedly powering off by itself could not be confirmed. Ventec downloaded the electronic records from the device and did not observe any data consistent with an unexpected or inappropriate loss of power. An internal inspection of the device was performed and no discrepancies were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.